Event description:
The pt has implanted with a smooth saline mammary prosthesis on 4/8/99. Subsequently, the pt experienced a hematoma. During the evacuation procedure, particulate matter was observed in the device. The device was removed 4/13/99.